Event description:
The customer reported that the system was unable to perform fluoroscopy. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors was reseated during the service call. The system was tested and found to be working as intended and put back into service.